Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0mcdw, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead lot number va0mcdw found that the distal end of the lead conductor was broken (overstressed/damaged). The distal end of the lead weld was broken (overstressed/damaged). The number 0 and 1 conductors are broken (overstress damage) near the electrode welds site. The welds broke (overstressed damage) on the number 2 and 3 electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a trial patient had two quad leads and an octad lead implanted. After the trial was complete there were no problems removing two of the leads but with the last quad lead the electrodes broke off into the patient¿s back. The lead electrodes were out of the epidural space and floating around the l1 or l2 area in the back. It was noted the electrodes were not grouped together in the back but were staggered. The healthcare provider (hcp) said that ¿it was like the lead got caught on something when pulling it out and it broke the lead itself.¿ it was noted the wire could be seen where it snapped. It was noted the patient planned to be implanted with MRI system on (B)(6) 2014 and the hcp planned to remove the quad lead that broke off in the patient on that date. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.